Event description:
It was reported that this left ventricular (lv) lead exhibited oversensing resulting in pacing inhibition. Device data was sent technical services (ts) for review. Ts discussed the potential causes and provided further troubleshooting steps. This lead remains in service. No adverse patient effects were reported.